Manufacturer narrative:
A ge service representative performed an on site investigation. The beam size was adjusted to within the state and MFR's specifications. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's field size is excessive. No patient injury was reported.